Manufacturer narrative:
The user facility elected to have a third-party service provider inspect the amsco c sterilizer. The third- party technician arrived onsite to inspect the unit and found that the pressure release valve was damaged allowing water and steam to leak from the sterilizer onto the floor. The technician replaced the pressure release valve, tested the unit, confirmed it to be operating according to specification, and returned it to service. The amsco c sterilizer is not under steris service agreement for maintenance activities; the user facility is responsible for all maintenance activities. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported water and steam was leaking from their amsco c sterilizer. No report of injury.